Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. Sureform 60 stapler instrument logs show that the instrument was installed on the system 9 times and fired 8 reloads (1 blue, followed by 7 white). On each install, excluding install 4, all clamps were successful, and the firings were each completed with no pauses for compression. On install 4, a white reload was installed, however no clamping or firing was attempted. After install 9, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs. Image review shows a stapler with a white reload that appears to have just been fired on tissue. One staple appears to be partially retained within the pocket of the reload after firing, causing the tissue captured by that staple to be tethered to the reload.

Event description:
It was reported that during a da vinci-assisted gastric bypass procedure, the sureform 60 white reload fired across tissue. After the firing sequence was complete, the stapler's jaws opened, and the staples from the white reload remained embedded in the tissue. It is unknown what intervention was required to address the staple line. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.